Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb) the heart lung machine (hlm) was giving alarms that stopped once the level sensor was turned off. There was no delay, no blood loss, nor adverse consequences to the patient due to the alleged issue. It was reported that the patient expired due to unrelated causes. Per clinical review: on (B)(6) 2022, the team experienced level sensor false alarms. It was noted that the user turned off the level detector to stop the false alarms. There was no delay, no change out, and no blood loss. The surgery was not completed successfully as the patient expired due to causes unrelated to the level detector alarming.

Manufacturer narrative:
The field service representative (fsr) tested the sensor and found that it failed to detect that there was water present in his testing reservoir. He also noted that the tip of the sensor was concave shaped instead of flat and that the perfusionist was using the incorrect gel for the level sensors. The fsr provided him with the correct gel type to use and instructed him on the proper technique of setting up the level sensor.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) attached the level sensor head to lab use only (luo) testing equipment. The pst observed that when attaching the level sensor pads it was more difficult than normal. The pst observed that there was an additional 1 millimeter (mm) from the locking tabs to the sensor tip than the luo sensors. The level sensor was monitored for two hours and 21 minutes with no alarms. It was determined that while the level sensor performed as intended, the sensor length difference made attaching the sensor difficult.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.